Event description:
The manufacturer received information alleging a ventilator's battery failed to charge. There was no harm or injury reported. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. During the evaluation the fio2 verification test step failed. There was no test sheet available for verification. The device's three-way solenoid valve was replaced to address the issue. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.